Manufacturer narrative:
Additional information in h6. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak identified between the patient line of the homechoice cassette and transfer set. This occurred during use of the device for peritoneal dialysis therapy. The patient stated that they were about fifteen minutes into therapy when the leak was observed from where the cassette was connected to the patient. There was no trouble connecting and the patient made sure the connection was properly tightened before therapy started. There was no patient injury or medical intervention associated with this event. No additional information is available.